Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose was "high"; although specific value was not provided. A manual correction injection was delivered to address bg. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.